Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information was requested and the following was obtained: was the device locked on tissue with the jaws closed? If yes, how was the device removed? Did the jaws eventually open? For the firing after which the device jammed completely: did the device fire fully? Did the device start to deploy staples and cut but could not be completed (partially fire)? Did the device lock-out (no staples deployed and no cut line started)? Confirmed with reporting nurse that the device was outside of patient and scrub nurse tried to open it after the device was fired successfully. They did not require another device or anything further for the case as a result.

Event description:
It was reported that after being fired by surgeon il was completely jammed and would not open. Tried to open it by pressing on the reverse button but would not open. No patient consequence reported. No additional info provided.

Manufacturer narrative:
Product complaint # (B)(4). Batch number: r58639. Investigation summary: the analysis found that one pve35a device was returned with no apparent damage and with no cartridge reload present. The manual override door was noted to be out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. The bailout system was reset and then, it was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event described could not be confirmed as the device performed without any difficulties noted. The device opened and closed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.